Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was color lines and no image displayed on the camera head. The issue was found during preparation for issue and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: color lines, no image, and water-tightness failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: possible that the internal charge-coupled device had failed due to moisture that had entered the unit. As a result, it is presumed that the unit was unable to communicate normally, and the phenomenon of the image not appearing as indicated had occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was color lines and no image displayed on the camera head. The issue was found during preparation for issue and there were no reports of patient harm.